Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two additional tubes that failed and leaked. The customer indicated that the tubes were removed from the packaging and was used for hours before leakage was noticed. The customer also stated that the patient was re-intubated with the same size of the tube and the patient was on a vent when audible leaks occurred. It was indicated that adding the volume did not resolve the issue and the tube was lubricated upon insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the cuff wont inflate. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.